Manufacturer narrative:
One workmate claris amplifier was received for evaluation. Visual inspection revealed the connectors, switches, and labels had no physical damage. All of the mounting hardware was secured. The returned workmate claris amplifier was powered on and successful communication was established with the test standard workmate claris computer. A basic signal acquisition/quality test which included the surface ECG, baseline, amplitude, and stimulus switching was performed and confirmed that the returned amplifier performed within the factory specifications. The communication test was run for several hours and no interruption or drop in communication was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported complaint no signal could not be confirmed.

Event description:
During an atrioventricular node ablation procedure, there were blue lines with no signal on the intracardiac signal and the procedure was cancelled. When the issue was noted, troubleshooting was performed by exchanging multiple system components with the exception of the amplifier itself. Ultimately, the procedure was cancelled because the issue remained. There were no adverse consequences to the patient.